Event description:
The customer reported that the pt required a second procedure on the same day after a thyroidectomy had been performed. The second procedure was performed due to post-operative bleeding. The surgeon indicated that the source or the cause of the bleeding could not be identified.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.